Manufacturer narrative:
The reported event of backup mode was confirmed. As received, the device was in backup operation due to low battery voltage. A review of the device image indicated corruption due to an attempted download in the field. After the battery was replaced, the pacemaker exhibited normal device characteristics. The implant duration exceeded the projected longevity based on average monthly current and is consistent with normal battery depletion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the pulse generator was explanted. Further information was requested but not received.

Event description:
It was reported that the patient presented for routine in-clinic follow-up. Interrogation of the pulse generator revealed that the device was in backup operation. Restoring the device was not recommended due to the high battery impedance. No interventions were made. The patient was stable.